Event description:
A report was received that the patient is experiencing charging difficulty. The patient's ipg is implanted too deeply. The patient is scheduled to undergo a pocket revision.

Manufacturer narrative:
The explanted ipg passed visual, photographic imaging, electrical and performance tests performed. The device exhibits normal device characteristics.

Event description:
A report was received that the patient is experiencing charging difficulty. The patient's ipg is implanted too deeply. The patient is scheduled to undergo a pocket revision.